Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The reported clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing defect was not identified. Based on the information received, operational context most likely caused or contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case edwards received information from the implant patient registry that a 23mm bioprosthetic aortic valve was explanted one (1) day after post-operation due to perivalvular leak. Through medical records, it was learned that this (B)(6) male underwent surgical treatment due to severe calcific aortic stenosis and possible bicuspid aortic valve. A 23mm valve was implanted and through echo the valve functioned normal with no leaks. A day after the surgery, echo revealed definite valvular insufficiency, perivalvular leak close to the junction of the right coronary cusp and non-coronary cusp junction. Patient was taken to the operating room for re-do avr. Intra-operative, the suture material was partially caught tissue valve. There was non-coronary cusp deformity noted which was not present at the time of implant. Tissue breakage and separation of one suture was noted and with a torn annular tissue as well. The 23mm valve was removed and there was no annular suture cuff damaged noted. Another 23mm edwards valve was seated; however, there was intimal tissue separation at the sinus of valsalva close to the left main coronary artery orifice. This separation was repaired with a patch and second patch was used to augment the ascending aortotomy area. The patient tolerated the procedure well and left the operating room in stable condition. Transesophageal echo revealed a clear-cut competent aortic valve.